Event description:
Following cardiomems implant procedure, after all devices had been removed, the patient experienced hemoptysis. It was noted that the patient had coughed during procedure while the sensor was being calibrated. The patient was intubated in the cath lab and stabilized and then was sent for a CT scan. The CT scan showed a contusion in the upper lobe of the pulmonary artery. The patient's pressures were high and the doctor stated that he believes when patient coughed it caused a capillary in pulmonary artery to burst and that is what caused the hemoptysis. Patient is stable and has been discharged.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.